Event description:
It was reported to philips that the device was not booting after an emergency power test at the customer's facility. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
A philips senior field specialist x-ray reached out to the customer and learned the problem stemmed from a defect in the hospital¿s electrical circuit. Once the hospital addressed this issue, the system booted up normally and worked in good order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable.